Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 235 units of insulin and after the customer delivered a bolus of 12.38 units, the pump displayed 215 units. The customer's blood glucose was 183 mg/dl.